Event description:
A delayed case of fatal atrioesophageal fistula following radiofrequency ablation for atrial fibrillation performed on (B) (6) 2006 was presented during a conference/ symposium involving a bwi catheter. The event was published in j cardiovasc electrophysiol, vol. 21, pp. 708-711, june 2010.

Manufacturer narrative:
Manufacturer's comment: the labeling of bwi catheters in 2006 contraindicated the use of radiofrequency ablation for atrial fibrillation, thereby representing off-label use. Specific type of catheter stated in the publication was "3.5 mm tip electrode on a d-curved thermocool catheter". The most probable catheter type we identified was (B) (4) as stated in this report, however this is bwi's assumption. Product was not returned for investigation. (B) (4)